Event description:
It was reported to st. Jude medical that cyclical high-frequency noise was observed on the stored electrogram. The noise intermittently resulted in detection. The decision was made to explant the device.